Event description:
It was reported that a 7.5mm accunet and acculink were placed without incident. During post-dilatation with a 5.5x20 viatrac balloon catheter the patient experienced a stroke. The patient was neurologically unstable prior to the procedure and has a history of systematic tia. When the accunet was removed the filter basket was found to be full of emboli. No additional information was available.